Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse during patient therapy in the surgical trauma intensive care unit (sticu). It was identified that no drips were running from the primary or secondary line. Only one medication was provided (calcium gluconate). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log for the reported event date confirms an infusion of calcium glucon programmed as a secondary infusion. The user confirmed flow for the secondary infusion, however the user stopped the pump 1 minute after starting the infusion. The event history log does not reveal any relationship to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.